Event description:
It was reported this right ventricular (rv) lead has exhibited gradually increasing shock impedance measurements, up to 155 ohms. Boston scientific technical services was contacted and recommended a commanded 10j shock to evaluate the rv lead integrity. It was discussed that the gradual impedance rise was most likely the result of calcification near the rv distal coil. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported this right ventricular (rv) lead has exhibited gradually increasing shock impedance measurements, up to 155 ohms. Boston scientific technical services was contacted and recommended a commanded 10j shock to evaluate the rv lead integrity. It was discussed that the gradual impedance rise was most likely the result of calcification near the rv distal coil. The patient was seen in-clinic where the recommended commanded shock test was performed, which elicited a measurement of 82 ohms. Technical services was contacted again to discuss the potential for lead calcification and continued monitoring was discussed. Should the shock impedance continue to rise, a revision procedure was recommended. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported this right ventricular (rv) lead has exhibited gradually increasing shock impedance measurements, up to 155 ohms. Boston scientific technical services was contacted and recommended a commanded 10j shock to evaluate the rv lead integrity. It was discussed that the gradual impedance rise was most likely the result of calcification near the rv distal coil. At this time, the rv lead remains implanted and no adverse patient effects were reported. It was reported this right ventricular (rv) lead has exhibited gradually increasing shock impedance measurements, up to 155 ohms. Boston scientific technical services was contacted and recommended a commanded 10j shock to evaluate the rv lead integrity. It was discussed that the gradual impedance rise was most likely the result of calcification near the rv distal coil. The patient was seen in-clinic where the recommended commanded shock test was performed, which elicited a measurement of 82 ohms. Technical services was contacted again to discuss the potential for lead calcification and continued monitoring was discussed. Should the shock impedance continue to rise, a revision procedure was recommended. At this time, the rv lead remains implanted and no additional adverse patient effects were reported. Additional information was received that this rv lead continued to exhibit high out of range shock impedance measurements greater than 145 ohms, which, resulted in the associated implantable cardioverter defibrillator (ICD) recording a shock lead open message. A lead and device replacement procedure were going to be scheduled. No adverse patient effects were reported. Available information indicates this device remains implanted and in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported this right ventricular (rv) lead has exhibited gradually increasing shock impedance measurements, up to 155 ohms. Boston scientific technical services was contacted and recommended a commanded 10j shock to evaluate the rv lead integrity. It was discussed that the gradual impedance rise was most likely the result of calcification near the rv distal coil. At this time, the rv lead remains implanted and no adverse patient effects were reported. It was reported this right ventricular (rv) lead has exhibited gradually increasing shock impedance measurements, up to 155 ohms. Boston scientific technical services was contacted and recommended a commanded 10j shock to evaluate the rv lead integrity. It was discussed that the gradual impedance rise was most likely the result of calcification near the rv distal coil. The patient was seen in-clinic where the recommended commanded shock test was performed, which elicited a measurement of 82 ohms. Technical services was contacted again to discuss the potential for lead calcification and continued monitoring was discussed. Should the shock impedance continue to rise, a revision procedure was recommended. At this time, the rv lead remains implanted and no additional adverse patient effects were reported. Additional information was received that this rv lead continued to exhibit high out of range shock impedance measurements greater than 145 ohms, which, resulted in the associated implantable cardioverter defibrillator (ICD) recording a shock lead open message. A lead and device replacement procedure were going to be scheduled. No adverse patient effects were reported. Available information indicates this device remains implanted and in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This lead and the associated ICD were explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.